Manufacturer narrative:
Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Umemura, a., jaggi, j.l., hurtig, h.I., siderowf, a.d., colcher, a., stern, m.b., baltuch, g.h. Deep brain stimulation for movement disorders: morbidity and mortality in 109 patients. J neurosurg. 2003; 98 (4): 779-784. Summary: there is a significant incidence of adverse events associated with the deep brain stimulation (dbs) procedure. Nevertheless, dbs is clinically effective in well-selected patients and should be seriously considered as a treatment option for patients with medically refractory movement disorders. Reported events: a (B)(6) parkinson's disease patient developed a chronic subdural hematoma (sdh) that developed "most likely as a result of documented mild head trauma due to a fall that occurred after discharge from the hospital." The sdh was identified through MRI testing three months after their initial surgery, during planning of the second stage of the procedure. It was noted the "hematoma was evacuated with no sequelae." Further information has been requested; a supplemental report will be filed if additional information is received.